Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 280 (mg/dl) for 2 weeks. Reportedly, customer believed that their pump settings required adjustment. Customer administered boluses with the pump to treat their bg levels. Customer indicated that they will contact their health care provider.